Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
This report is to notify of a potential complication at the university hospital in (B)(6). On or around (B)(6) 2014, in a conversation with the treating physician, the question came up regarding specific lot numbers of ped and documented complications. The physician had questioned lots# 9655626 and 9637961, two devices that he had placed in one patient. He was concerned with the recent announcement of the limited ped recall. Patient demographics, current condition, device size, date of implantation/event are all currently unknown. More information will come in as it is obtained. Same event as MDR# 2029214-2014-00689.